Manufacturer narrative:
Facility installed replacement parts. Lift is working as designed.

Event description:
Facility alleged that one of the legs on the golvo will not go back in. One gear rack is missing teeth and the other is cracked. No injury alleged.